Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited oversensing and noise on the right atrial (ra) channel. Upon review of arrhythmia logbook episodes, technical services (ts) stated that there were atrial tachy response (atr) episodes with evidence of right atrial (ra) noise and oversensing and corresponding noise on the shock electrogram (egm). The right atrial (ra) lead also showed decrease in pacing impedances measurements; however, they were within the normal range. The in-office evaluation showed high thresholds at 2.9 v on right atrial (ra) lead. The right ventricular (rv) lead exhibited low amplitude as seen on the electrogram (egm) with no oversensing. The right ventricular (rv) shock impedances were within the normal range. Technical services (ts) recommended to assess the right ventricular (rv) and right atrial (ra) leads for further lead testing. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).